Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs cervical placement lead exhibited high impedance on all contacts. X-ray taken showed the lead was kinked. Consequently, surgical intervention was taken and the lead was successfully replaced and the issue addressed.